Event description:
The customer reported the cell-dyn sapphire hematology analyzer vent needle broke off in a tube and it was removed with no issue or injury to the technician. No faults or errors were generated, however, the analyzer stopped running after the needle broke off. The customer replaced the vent head assembly and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.